Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') and ectopic pregnancy with contraceptive device ('ectopic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping),"), allergy to metals ("allergy: nickel") and cystitis ("bladder/urinary problems :bladder infection") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, abdominal pain, dyspareunia, dysmenorrhoea, allergy to metals and cystitis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device and pelvic pain to be related to essure. The reporter commented: date of insertion: (B)(6) 2014 (as reported) discrepancy she received treatment for pelvic/abdominal pain, bladder infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: events dysmenorrhea (cramping),pelvic/abdominal pain ,dyspareunia (painful sexual intercourse), allergy: nickel, pregnancy: ectopic, bladder/urinary problems :bladder infection were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain'), device breakage ('device breakage') and pregnancy with contraceptive device ('pregnancy (with no complication)') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included peripheral edema, indigestion, heartburn, multigravida ( (B)(6) 1998, (B)(6) 2002, (B)(6) 2016), multiparous (2), spontaneous abortion, caesarean section ((B)(6) 2002, (B)(6) 1998), hyperlipidemia, hypovitaminosis d, amenorrhea, hormonal imbalance, left lower quadrant pain, gestational diabetes mellitus, back pain and vaginal discharge. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included nausea, fatigue and vaginal discharge. Concomitant products included etonogestrel (implanon) since 2011 to (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/abdominal pain") and dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("allergy: nickel"), cystitis ("bladder/urinary problems :bladder infection") and arthralgia ("lower rigt hip pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), and hysterectomy (full), salpingectomy (bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the device breakage, pregnancy with contraceptive device, abdominal pain, dyspareunia, dysmenorrhoea, allergy to metals, cystitis and arthralgia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, allergy to metals, arthralgia, cystitis, device breakage, dysmenorrhoea, dyspareunia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy in date of insertion:- (B)(6) 2012 and (B)(6) 2014 (as reported) . She received treatment for pelvic/abdominal pain, bladder infection discrepancy noted: ectopic pregnancy regarding fu (B)(6) 2019 and pregnancy (no complication) regarding fu (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded), breakage of essure device, other (please describe) fracture of the right proximal outer coil essure proximal inner coil is within satisfactory position and the fallopian tube is closed hence this is felt to adequate. Pregnancy test - on (B)(6) 2016: positive pregnancy test. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; dysmenorrhoea, arthralgia . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain'), device breakage ('device breakage') and pregnancy with contraceptive device ('pregnancy (with no complication)') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included peripheral edema, indigestion, heartburn, multigravida (3 (B)(6) 1998, (B)(6) 2002, (B)(6) 2016), multiparous (2), spontaneous abortion, caesarean section ((B)(6) 2002, (B)(6) 1998), hyperlipidemia, hypovitaminosis d, amenorrhea, hormonal imbalance, left lower quadrant pain, gestational diabetes mellitus, back pain and vaginal discharge. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included nausea, fatigue and vaginal discharge. Concomitant products included etonogestrel (implanon) since 2011 to (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/abdominal pain") and dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("allergy: nickel"), cystitis ("bladder/urinary problems :bladder infection") and arthralgia ("lower rigt hip pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), and hysterectomy (full), salpingectomy (bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the device breakage, pregnancy with contraceptive device, abdominal pain, dyspareunia, dysmenorrhoea, allergy to metals, cystitis and arthralgia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, allergy to metals, arthralgia, cystitis, device breakage, dysmenorrhoea, dyspareunia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy in date of insertion:- (B)(6) 2012 and (B)(6) 2014 (as reported) she received treatment for pelvic/abdominal pain, bladder infection discrepancy noted: ectopic pregnancy regarding fu (B)(6) 2019 and pregnancy (no complication) regarding fu (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded), breakage of essure device, other (please describe) fracture of the right proximal outer coil essure proximal inner coil is within satisfactory position and the fallopian tube is closed hence this is felt to adequate. Pregnancy test - on (B)(6) 2016: positive pregnancy test. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; dysmenorrhoea, arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs and medical records received : reporter information, medical history, concomitant drug, historical drug and lab data was added. Previously added event "ectopic pregnancy" was updated to "pregnancy (no complications)". And new events " device breakage, hip pain " were added. Severity of events "pelvic pain and abdominal pain" was updated as "severe". Outcome of event " pelvic pain" updated as "recovered/resolved". Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.